Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the cartridge to address the alarm. There was no adverse impact customer¿s blood glucose.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed the cartridge to address the alarm. There was no adverse impact customer¿s blood glucose.